Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer received low battery alerts and a shutdown alarm prior to the shutdown indicating the pump shut down due to a low battery; however, the user did not feel safe using the pump and the pump was replaced to address the issue. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.